Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen cracked after the user likely bumped the device during normal daily activity, rendering the device nonfunctional and no longer watertight; the device required replacement and the user was advised to back up therapy and shut down the device. Symptoms included hyperglycemia with a reported maximum blood glucose of 325 mg/dl lasting approximately 2.5 to 3 hours, without loss of consciousness, dizziness, dka, or medical intervention. Outcomes included temporary interruption of therapy and reliance on cgm for glucose monitoring, with no hospitalization. Investigation included collection of event details, device history review, and coordination for device return. Investigation of this device revealed physical damage to the user interface assembly consistent with external impact, with loss of device function attributable to a cracked display and associated components. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.